Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/23/2016 with the following findings: investigation revealed that the battery compartment was cracked. Unrelated to the complaint, investigation revealed that the protective lens cover was discolored and peeling; the display lens itself had no defects. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was damaged. This report is made based on results of investigation completed on 05/23/2016.